Manufacturer narrative:
There is no indication the access htsh reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(6) 2017 to report generating a non-reproducible elevated thyroid stimulating hormone (access htsh) results for one (1) patient on the unicel dxi 800 access immunoassay system serial number (B)(4). The patient's elevated access htsh sample was repeated on an alternate system (methodology unknown) and the result was reported to be normal. It was noted that additional thyroid assays (access freet3, access freet4, access total t3 and access total t4) were performed, for the same patient and all results, recovered with in each assay's normal reference range. There was change or impact to patient care or treatment, which occurred in association with the non-reproducible, elevated access htsh result; as the pregnant patient was administered medication. The customer did not provide sample collection information. Quality control (qc) and system check parameters were performing within assay and instrument specifications at the time of the event.